Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area" and "moderate pain". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28oct2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lump or thickening in or near the breast or in the underarm area."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Abbvie medical safety re-evaluated the information in the record and has determined that these events are considered non-serious and are not reportable to the FDA.